Event description:
It was reported by service report that the side rail will not lock in the upright position. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Locking mechanism.